Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted for evaluation of potential pump inflow cannula and/or outflow graft obstruction. The outflow graft was stented and was initially successful but then the patient deteriorated and was taken to the operating room for emergent pump exchange. It was last reported that the patient was discharged home on (B)(6) 2014. The pump ((B)(4)) and outflow graft were not returned for evaluation therefore testing could not be performed. Review of the manufacturing documentation confirmed that the pump and outflow graft met all requirements for release. Review of the controller log files confirmed the reported low flow alarms in addition to a decrease in power consumption. The most probable root cause for the reported "inadequate flow rate" event may be attributed to "thrombus and/or collapse in lvad outflow conduit" as reported by the treating facility. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately four years after hvad® pump implant, the patient presented to the clinic with complaints of low flow alarms. Log files confirmed power was below the expected operating range. The subject was asymptomatic with a normal ldh. The patient was admitted for evaluation of potential hvad® pump inflow cannula and/or outflow graft obstruction. The outflow graft was stented and was initially successful but then the patient deteriorated and was taken to the operating room for emergent hvad® pump exchange.